Event description:
It was reported that the rack pushrod on the pump was covered in grease, which led to difficulties loading cartridges. The customer's blood glucose level was 211 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.